Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose is 384 and 197 mg/dl. Customer experienced vomiting because of that she was dehydrated. The customer needs rest because she still feeling sick and confused. The customer was treated in intensive care unit with insulin drops and four liters of liquid with electrolytes for dehydration. Customer was in intensive care unit. Customer reported that they were in hospital because steroid blocks caused high blood glucose. The insulin pump will not be returned for analysis.